Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011 customer reported a leak, that appeared to be a small amount of clear liquid with possibly contaminated blood, underneath the lh500 instrument. Customer stated that the instrument did not pass startup, with red blood cell (rbc) vote outs and platelet background high. No patient results had been reported because the startup did not pass. Field service engineer (fse) examined the instrument and found the rbc line wire marker tubing to the blood sampling valve (bsv) was loose and leaked under pressure. Fse cleaned the bsv and replaced the tubing to the bsv. Fse ran precision in auto and manual modes and verified that the instrument was in specification range. Fse ran latron and 5c controls and verified that the instrument passed. The root cause for the leak was loose bsv tubing.